Manufacturer narrative:
(B)(4). Sent: 08/24/2004. Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that prior to a laparoscopic cholecystectomy, clip scissoring occurred. No patient consequences.